Event description:
It was reported the patient was hospitalized four times for urinary tract infections. The issue started following their last stimulator replacement. An appointment was scheduled for replacement again on (B)(6) 2014. The patient had to catheterize four times a day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va051ye, implanted: (B)(6) 2013, product type lead. (B)(4).